Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture and a sensing anomaly due to dislodgement. During revision procedure, it was noted that the patient had developed a large pneumothorax. The lead helix broke during the revision and was explanted and replaced.